Event description:
The pt states there is a burn approx 3 inches by 1 inch in the location of the grounding pad. On the second day post procedure the area was reddened. After a few more days the pt went to a dr who reports there is a third degree burn the size of which is unk. There is no info available about the treatment of the burn or an update of the pt status.